Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, both devices had seal issue. The first ligasure had re-grasp alarm and there was an end tone reported but no evidence of energy delivery. The second ligasure had no re-grasp alarm; there was an end tone heard but there was no evidence of energy delivery.  There was no patient injury.